Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during vats right lung biopsy, devices were not able to fire. The procedure extended for at least 30 minutes due to the changing of handles/reloads. There was no patient injury involved regarding the event.